Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition. The battery door was missing and there was no visible contamination. The event history log was reviewed and there was a "battery communication timeout" error. Visual inspection and a use of biomed diagnostics to monitor battery status were conducted. The battery communication timeout error was unable to be duplicated. The missing battery door was customer induced, the cause of the battery communication timeout error was unable to be determined since there was no damage or contamination found on the interconnect board or battery. The battery door was replaced. The battery was replaced as preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump was missing the battery door. It was also reported that the pump had an led flash and alarms. There was no reported adverse event.